Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was above 400 mg/dl and 409 mg/dl. The customer that they received a motor error alarm during rewind and delivered bolus. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that they declined troubleshooting. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.